Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a high blood glucose of 400 mg/dl on (B)(6) 2014. The customer stated he treated with a manual injection and changed his entire infusion set. The customer stated the high blood glucose had been occuring for past few days. No additional information provided.